Event description:
Patient underwent a watchman procedure for implantation of a left atrial appendage closure device. The procedure went as planned, with no problems noted. All steps to test the position of the watchman device were followed and all positioning testes passed. The delivery cable was released, and imaging showed the device was in place. The patient was sent to pacu (post anesthesia care unit) at approximately 10:15. In the pacu, nursing had difficulty in obtaining a pulse in the lower arteries. The patient was reassessed at 12:00. The patient was stable and both feet were warm. The patient remained in the pacu and was reassessed by the fellow. Imaging was ordered and chest xray and CT scan showed that the watchman device had migrated and embolized in the lower aorta, above the renal arteries. The patient was returned to the operating room at approximately 20:15 for removal of the watchman device. The watchman device was removed, but there was extensive ischemic damage to the lower arteries. The patient was critically ill. The family made the decision to withdraw support and the patient expired. Manufacturer response for left atrial appendage closure device, watchman flx (per site reporter).